Event description:
During surgery, the surgeon tried to insert the k-wire using the angle guide. However, the connecting part of angle guide broke. Thus, the surgeon changed the angle guide to another guide and the procedure was completed. No adverse consequences to the patient.

Manufacturer narrative:
Additional information as been requested, and if received, will be provided on a supplemental report.